Event description:
It was reported that a patient's leg allegedly became entrapped between the bars of the bed and the siderails. The only reported adverse affect was redness to the patient¿s leg. The serial number of the bed was not provided. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that a patient's leg allegedly became entrapped between the bars of the bed and the siderails. The only reported adverse affect was redness to the patient¿s leg. The serial number of the bed was not provided. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to report that the account did not identify the unit involved in the alleged incident, and therefore, the unit was not evaluated by the manufacturer. It was confirmed with the account that no additional information as available and that nothing was needed from the manufacturer.